Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The issue was noted to be caused by the x-stage cover being deformed. Other relevant device(s) are: product ID: b i71000158, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the demo system could not dock.